Event description:
It was reported that during a prostate procedure, the fiber tip (metal cap) detached and fell into the prostate. It was removed with pincers. Surgery had to be positioned as there were no more fibers in stock. Current status of pt was reported as "perfect".